Manufacturer narrative:
Model number: 72400098 lot number: 681342001 model description: control pump fgs. Additional information provided.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and pump were explanted due to recurring incontinence and urethral atrophy. The patient presented with recurring incontinence and the surgeon found the problem to be atrophy of the urethral. A new 5.5cm cuff and pump were implanted. The patient was in stable condition following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the device was revised due to patient dissatisfaction in addition to the atrophy and recurring incontinence.

Manufacturer narrative:
Model number: 72400098; lot number: 681342001; model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and pump were explanted due to recurring incontinence and urethral atrophy. The patient presented with recurring incontinence and the surgeon found the problem to be atrophy of the urethral. A new 5.5cm cuff and pump were implanted. The patient was in stable condition following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed.

Manufacturer narrative:
Device evaluation: the complaint component was returned and analyzed, and the reported allegations of recurring incontinence and urethral atrophy were not confirmed via product analysis. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA, or scar is required. Model number: 72400098, lot number: 681342001, model description: control pump fgs.

Event description:
It was reported that the artificial urinary sphincter (aus) cuff and pump were explanted due to recurring incontinence and urethral atrophy. The patient presented with recurring incontinence and the surgeon found the problem to be atrophy of the urethral. A new 5.5cm cuff and pump were implanted. The patient was in stable condition following the surgery. Product was explanted and expected to be returned. A supplemental report will be filed after product has been returned and product analysis has been completed. It was further reported that the device was revised due to patient dissatisfaction in addition to the atrophy and recurring incontinence.